Event description:
The set was being changed for a cancer pt with chronic pain, when the needle was noted to be missing after removal from the pt. The needle was not found. The light conditions are reported to be poor for this home pt. The reporting pharmacist stated that the pt's pain level dropped from 8 on the pain scale to 1 during therapy. For this reason it is believed that the needle did not break while in use with this pt. But more likely broke some time during removal.